Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion event. There was patient involvement but no harm. Through due diligence attempts, additional information was obtained. It was reported that 100ml of precedex was ordered to infuse at a rate of 2ml/hr with a volume to be infused (vtbi) of 70ml. Infusion was stared at 1456. At 1530, patient's heart rate noted to be 53 beats per minute. At 1606, heart rate was 48 beats per minute. Upon assessment patient was easily arousable, warm and well perfused. At 1845 it was noted the bag of precedex was empty. Pump showed 62ml as vtbi at that time, suggesting at 8ml has infused over four (4) hours. Patient was closely monitored.

Event description:
It was reported there was an over infusion event. There was patient involvement but no harm. Through due diligence attempts, additional information was obtained. It was reported that 100ml of precedex was ordered to infuse at a rate of 2ml/hr with a volume to be infused (vtbi) of 70ml. Infusion was stared at 1456. At 1530, patient's heart rate noted to be 53 beats per minute. At 1606, heart rate was 48 beats per minute. Upon assessment patient was easily arousable, warm and well perfused. At 1845 it was noted the bag of precedex was empty. Pump showed 62ml as vtbi at that time, suggesting at 8ml has infused over four (4) hours. Patient was closely monitored.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over-infusion of dexmedetomidine (precedex) was replicated during testing and confirmed to be caused by a lifted top-left bezel boss insert. Unregulated flow testing was performed on the suspect pump module, and the device was found to be delivering fluid with clear signs of free flow. The external inspection observed the door was observed broken on the top-left corner (incidental finding) and the rear case were observed with some impact dents (incidental finding). The internal inspection found the top-left bezel boss inserts were pushed upwards and loose. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 5/24 (may2024), and was not impacted by the bezel boss recall. The bezel was replaced with a known-good part to continue with the testing. The device was observed to be delivering fluid within specification with no signs of over infusion or unregulated flow. Spring functional tests observed no issues and all tests passed with the known-good bezel installed. The review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. A review of concomitant pcu event log showed that on 12jul2025 at 2:43 pm the channel alarmed for safety clamp open. The user restored the last infusion with a rate of 2ml/h, selected a volume to be infused (vtbi) of 50ml and started the infusion. The primary volume infused (pvi) was recorded as 145.344ml, an accumulated total from previous infusions. The user selected a vtbi of 70ml. At 6:38 pm, the user paused the infusion. The pvi was recorded as 153.086ml. At 6:40 pm, the user selected a 5 minutes delay. At 6:42 pm, the user selected a 50 minutes delay. At 6:56 pm, the unit was channeled off. The alaris¿ system with guardrails¿ suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. If a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n 16675951 (w/o 02055949) please replace the mechanism assembly and bezel assembly as it was removed during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the report of an over infusion of dexmedetomidine (precedex) was determined and is being attributed to the lifted top-left bezel boss insert. A possible cause of the loose insert is being attributed to physical damage to the device due to an unknown physical event or a drop from a height on the order of four feet (pump height). Note that this report lists imdrf annex a1801, g02017, c0503, d08, g04037, c07, d15, c0601, a040101, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.